Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure,, the electro-cautery is non-functional. They removed it from the field and used another one but it did not function again. They converted to open vein harvesting (ovh). There was delay of 5 minutes in the procedure. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 20, 2018. (B)(4). The actual units were visually inspected, and no anomalies were noted as well as with the bipolar connector or anywhere else on the returned units. All electrical circuits were measured, and the electrical resistances were found to be stable and within the product specifications. A retention sample from the same product code and lot number combination was obtained. The retention sample was visually inspected with no anomalies noted as well as with the bipolar connector or anywhere else on the retention sample. All electrical circuits were also measured, and the electrical resistances were found to be stable and within the product specifications. Since the returned units were contaminated and used at some point of the procedure, possible causes include foreign materials temporarily attaching to the active electrode during use, interrupting the electrical circuit, or when attempting to cauterize the vessel or capillary, they were not in contact with the ground electrode, causing the event. The reported event was not able to be replicated; therefore, the definitive root cause was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.